Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert due to high pacing impedance. It was noted the atrial lead impedance had slowly increased from its baseline measurement and mineralization was suspected. The lead alert will be reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.